Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 28-year-old female patient who had essure (batch no. B94874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 155 lbs. Previously administered products included for an unreported indication: nuvaring from 2008 to (B)(6) 2014. Concurrent conditions included blood pressure high. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 for birth control as well as lisinopril since 2007 and metoprolol since 2007. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and arthralgia ("joint pain"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In 2016, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced menopause ("menopause") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), depression ("depression,psych injury"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vaginal infection ("vag. Infect") and was found to have hormone level abnormal ("hormonal changes,"). The patient was treated with amlodipine. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, abdominal pain lower, menopause, bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, feeling abnormal, depression, dysmenorrhoea, fatigue, weight decreased, back pain, arthralgia, pelvic pain, abdominal pain, vaginal infection and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bacterial vaginosis, depression, dysmenorrhoea, fatigue, feeling abnormal, hormone level abnormal, menopause, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal infection, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for following events psy injury, vaginal infection ,uti. Discrepancy noted as essure insertion date:(B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) - bilateral occlusion. Batch no: b94874 production date :2013-11-20 expiration date :2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 155 lbs. Previously administered products included for an unreported indication: nuvaring from 2008 to (B)(6) 2014. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 for birth control as well as lisinopril since 2007 and metoprolol since 2007. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and arthralgia ("joint pain"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In 2016, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced menopause ("menopause") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), depression ("depression,psych injury"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vaginal infection ("vag. Infect") and was found to have hormone level abnormal ("hormonal changes,"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, abdominal pain lower, menopause, bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, feeling abnormal, depression, dysmenorrhoea, fatigue, weight decreased, back pain, arthralgia, pelvic pain, abdominal pain, vaginal infection and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bacterial vaginosis, depression, dysmenorrhoea, fatigue, feeling abnormal, hormone level abnormal, menopause, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal infection, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for following events psy injury, vaginal infection ,uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : following events were added : pelvic/ abdominal pain, vag. Infect, hormonal changes, psy injury clubbed with depression. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6). Previously administered products included for an unreported indication: nuvaring from 2008 to (B)(6) 2014. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 for birth control as well as lisinopril since 2007 and metoprolol since 2007. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and arthralgia ("joint pain"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In 2016, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced menopause ("menopause") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog") and depression ("depression"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, abdominal pain lower, menopause, bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, feeling abnormal, depression, dysmenorrhoea, fatigue, weight decreased, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, bacterial vaginosis, depression, dysmenorrhoea, fatigue, feeling abnormal, menopause, pelvic inflammatory disease, urinary tract infection, vulvovaginal mycotic infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs and mr received. Previously reported event "injury" replaced with new events from pfs- pelvic inflammatory disease, menopause, infection: bacterial vaginosis, uti, yeast infection, brain fog, depression, dysmenorrhea (cramping), fatigue, weight loss, lower back pain, lower abdomen pain and joint pain. Event onset date was added. Reporter information were updated, concomitant drugs, patient history and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 28-year-old female patient who had essure (batch no. B94874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 155 lbs. Previously administered products included for an unreported indication: nuvaring from 2008 to march 2014. Concurrent conditions included blood pressure high. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 for birth control as well as lisinopril since 2007 and metoprolol since 2007. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and arthralgia ("joint pain"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In 2016, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced menopause ("menopause") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), depression ("depression,psych injury"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vaginal infection ("vag. Infect") and was found to have hormone level abnormal ("hormonal changes,"). The patient was treated with amlodipine. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, abdominal pain lower, menopause, bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, feeling abnormal, depression, dysmenorrhoea, fatigue, weight decreased, back pain, arthralgia, pelvic pain, abdominal pain, vaginal infection and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bacterial vaginosis, depression, dysmenorrhoea, fatigue, feeling abnormal, hormone level abnormal, menopause, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal infection, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for following events psy injury, vaginal infection ,uti. Discrepancy noted as essure insertion date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. Lot number was added. Concurrent condition and treatment drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.